Manufacturer narrative:
Method: rti/tmi will conduct a re-review of the product history for copios pericardium membranes, packaging production records, environmental monitoring, distribution for related complaints associated to the lot. Results: pending. Conclusion: pending. A follow-up med watch will be submitted. Explanted not available.

Event description:
On (B)(6) 2016 dentist implanted two copios pericardium membrane and two puros allograft blocks. On (B)(6) 2016 patient went for a checkup and swelling was noted and the wound was sealed. On (B)(6) 2012 at another checkup the patient was noted to have swelling and the wound was sealed. On (B)(6) 2016 the patient returned and wound dehiscence and reddening on both sides were noted patient was rinsing with betaisodona. On (B)(6) 2016 the patient was noted to be rinsing with betaisodona. On(B)(6) 2016 the patient returned and symptoms noted were infection reddening, pain, inflammation, swelling, suture dehiscence, soft tissue dehiscence, loss of transplant, bone block was not vascularized. Dentist attempted wound revision, explantation on both sides.

Manufacturer narrative:
Results: there were no departures noted during records re-review. (B)(4) specific to copios pericardium membranes for lot# nz16200153 without related complaints. Conclusion: given the facts that (1) the xenograft underwent a validated sterilization methodology; tutoplast®, which includes terminal sterilization by gamma irradiation after final packaging; (2) serial ID (B)(4) met (B)(4) specifications and release criteria prior to distribution; (3) there are no related complaints associated with xenografts distribution from the lot; and (4) environmental monitoring data was acceptable, it is more plausible the patient's symptoms was associated with a source or event extrinsic to the xenograft implant.

Manufacturer narrative:
Conclusion noted on follow-up #1 stated there were no related complaints for the lot nz16200153, when in fact there are 4 releated complaints for the lot. * of note the batch records review was perfomed on complaint lot. The reviews included among others sterilization certificates and the microbiological controls and showed that for all products all specifications were met at the time of release.